Manufacturer narrative:
Additional information was received indicating an x-ray was performed and no indicatiion of a lead fracture was found. At this time the patient will continue to be monitored as the ejection fraction has improved and the device may not be replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead had received multiple shocks. Upon interrogation of the device, right ventricular (rv) pacing impedance measurements greater than 3,000 ohms were observed. Shock impedance measurements greater than 125 ohms were also noted. It was reported that the rv electrogram appeared flat and loss of capture was observed. Noise was reproduced in clinic on both the rate/sense and shock channels. A chest x-ray was planned for further evaluation. No adverse patient effects were reported.